Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from backwash pinch valve pv49 and replaced the tubing at pinch valve pv49 to resolve the issue. The fse also replaced the tubing for the main diluter module as a precautionary measure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The affiliate reported the customer alleged approximately five hundred milliliters of clear blue fluid leaked outside the instrument and onto the counter involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.